Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the pre-operative planning, there were shutdowns of software which occurred while creating a new patient folder on the computer for pre-op planning. The MRI exhibited white lines interrupting scan in 2d view. When MRI was loaded onto computer for pre-op planning with a different usb this eliminated the white lines.

Manufacturer narrative:
It was reported that exam would cause software crashes and would be displayed with irregular white lines. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that two patient folders were created using a MRI exam with white lines in 2 dimensions representation due to an incorrect reading and storing dicom data. Furthermore, when this MRI exam was defined as 3d reference, white lines were still present and the software stopped suddenly working. This event is due to a design defect.

Event description:
It was reported that during the pre-operative planning, there were shutdowns of software which occurred while creating a new patient folder on the computer for pre-op planning. The MRI exhibited white lines interrupting scan in 2d view. When MRI was loaded onto computer for pre-op planning with a different usb this eliminated the white lines.